Event description:
Original order (B)(4), both models 3v06ffr and 4v86ffr are on the order. Dealer states one of the chairs was missing it's fork hardware. Dealer did not provide a serial number or model. No further information provided.